Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited episodes of ventricular tachycardia that were labeled as supraventricular tachycardia. The patient did not receive high voltage therapy for these events and the rhythms terminated on their own. The patient was asymptomatic during these episodes. Programming changes were made. The patient was stable post event.